Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported the extension tubing separated from the split septum cannula and fell to the floor while infusing lipids through a PICC line. Blood backed down the PICC line tubing, occluding the PICC line. The decision was made not to replace the PICC line. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.